Event description:
It was reported that when the customer removed the sensor, the electrode was missing. Customer also stated that the sensor never initiated. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.